Event description:
A customer reported a malfunction with their insulin pump, displaying a malfunction 5 code. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump but was advised a replacement was necessary. A replacement pump with updated software was sent, and the customer was provided with instructions on returning the faulty pump and setting it into storage mode. The customer was informed about the refurbished nature of the replacement and acknowledged all guidance provided.